Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. Attempts have been made to gather all product identification information and no further information was provided. D10: associated medical devices: unknown oxford femoral component; item#: unknown; lot#: unknown. Unknown oxford tibial component; item#: unknown; lot#: unknown. G2: foreign - event occurred in australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the patient was digging a ditch, a knee bearing dislocation occurred. A revision surgery was subsequently performed to address the dislocation. No further event information is available at the time of this report.